Event description:
Pt was calling from the ER with diabetic ketoacidosis. She was being treated with an insulin IV drip and her blood glucose was lowered to 120 mg/dl. The doctor had her also leave the device on. For three days prior to the event, she had been having problems with occlusions and using injections for insulin boluses. The day prior, the pdm was reset by a battery change and date and time were not reset at that time. The date/time discrepancy makes it difficult to report the exact history leading up to the event. Her bg was high all day with high ketones and she passed out and vomited. Bg results reported were 390 and 420 mg/dl (these are recorded as having occurred on (B)(6) 2010 due to the date error; actual date/time in relation to event is not clear). The pt's mother reported that approx 100 units of insulin were given by manual injection on the day of the event prior to going to the ER without significant decrease in bg.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the pt's dka. No product log number was reported, so no qualification record review could be performed. The omnipod user's guide warns, "an occlusion may result from a blockage, pod malfunction, or from using old or inactive insulin. If insulin delivery is interrupted by an occlusion, check your blood glucose level and follow the treatment guidelines established by your healthcare provider. Hyperglycemia could result if appropriate actions are not taken," and that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops," and that "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If you feel nauseated at any point, check for ketones and call your healthcare immediately."